Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's reported high blood glucose. No lot release records were reviewed, as the product lot number was not provided. From the omnipod insulin management system-user guide (14421-aw rev h / 2016). Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient was not feeling well on (B)(6) 2016 and noted that pdm (personal diabetes manager) was reading high (> 500 mg/dl). The patient's spouse reported that his wife was transported via ambulance to the hospital and it was noted that blood glucose was > 1,000 mg/dl. The patient was hospitalized and remained in ICU (intensive care unit) until (B)(6) 2016. During hospitalization, patient was treated with IV (intravenous) insulin but no other information regarding diagnosis was provided.